Event description:
It was reported that the device battery depleted unexpected rapidly, where during the follow-up the device had less than 3-35 months (average 19 months), but then about 3 weeks later the pacemaker reached its end-of-service (eos). The patient experienced dizziness when the device rhythm went to 36 bpm. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.